Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no malfunction of the system. This was a planned event to set up a demonstrator unit at a customer site. There was no reportable malfunction. This event was not reportable.